Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray was employed during a central line insertion. The blue hub of the extension line reportedly cracked. The catheter had been placed no longer than one hour before the incident. The incident necessitated the placement of another central line. The customer has not reported any adverse effects to the patient due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, drawing, instructions for use, quality control as well as visual inspection of the actual device was completed during this investigation. The manufacturing documents in place at the time of manufacture were reviewed and it was found that the proximal fittings are quality control checked and no notable gaps in production or processing controls were noted. The risk specification for this product includes hub fracture and identifies that multiple risk controls are in place to mitigate the risk of fracturing of the hub. The device history record for the product could not be performed due to the lack of lot number. The product was returned for further investigation and the failure mode for hub fracture was confirmed. However, based on the provided information a definitive root cause cannot be established or reported at this time. The risk analysis for this failure mode was reviewed and it was determined that no additional risk mitigating activity is required at this time. We will notify the appropriate personnel and continue to monitor for similar complaints.